Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for (B)(4) (patient #1- cervical laminectomy): the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of the index cervical laminectomy? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please specify. For stratafix symmetric pds plus suture (muscle): product code/lot number what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any deficiency or anomaly of symmetric pds plus suture before, during or after suture placement on muscle or during re-operation? For stratafix symmetric pds plus suture (fascia): product code/lot number what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Was there a precipitating stress factor for suture breakage? For stratafix spiral monocryl plus (subcutaneous): product code/lot number what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Was there a precipitating stress factor for suture breakage? Patient symptoms- manifestations of infection (location, severity, appearance, systemic or local)? Date - time of onset of post-op infection and abscess from the index surgical procedure? Were cultures performed? Results? Were there any antibiotic/steroids prescribed to treat infection? If so, please specify medications and results? Date and details of re-operation? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Will any product be returned? If yes, please specify return date and tracking information? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 ¿g/m. Events were submitted via 2210968-2021-08257 and 2210968-2021-08258.

Event description:
It was reported that the patient underwent a cervical laminectomy associated with vertebral stabilization on unknown date and the barbed suture was used on muscle. The patient experienced post-op infection and had to be re-operated due to the formation of an abscess where two other barbed sutures were broken on fascia and subcutis. Additional information requested.

Manufacturer narrative:
Date sent to the FDA: 10/28/2021. Additional h6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.